Manufacturer narrative:
A ge representative evaluated the system and found the interconnect cable needed to be replaced. The cable was placed on order after verifying with a borrowed cable that the system would operate as intended. It is anticipated the system will operate as intended after replacement of the ordered cable.

Event description:
The customer reported the system displayed poor image quality. No pt injury was reported.